Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal 2000 mcg/ml; 1370 mcg/day via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. The date of the event was (B)(6) 2016. It was reported the patient missed the low reservoir alarm date and the pump ran dry. By the time the patient called the clinic the pump had been empty for 7 days. As of (B)(6) 2017 the pump had been dry for around 19 days. The low reservoir alarm date was (B)(6) 2016 and the low reservoir alarm was 2ml. The flow rate was 0.685 ml/day. The pump has not been interrogated. The hcp was not aware of any withdrawal symptoms. The patient was put on oral baclofen and cyproheptadine. The hcp may fill the pump with preservative free normal saline. The patient experienced a foot infection with symptoms of fever, redness and swelling. It was not related to the device. The patient presented to the emergency room (ER) on (B)(6) 2017. The patient had all kinds of wounds all over his foot. The patient frequently had decubitus wounds on his foot (top of foot); pressure or shearing wounds. The patient had body aches and possibly a urinary tract infection (uti). The patient had chronic buttock and sacral wounds over the past year. The infection was confirmed and the culture was pending. Magnetic resonance imaging was performed of the foot due to infection. Actions taken to resolve the infection were intravenous antibiotics (IV), vancomycin, cefepime and metronidazole. The treatment was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.